Event description:
It was reported that bd insyte yel 22ga x 1in leaked at catheter junction the following information was provided by the initial reporter: as discussed with on the phone, we have had 2 problems with insyte catheters over the past 2 days. The first was a 24ga 0.75in that had a jagged edge on the tip so you could not use or place the catheter. I thought it was a once off so threw it away. I have attached the batch details anyway. I have no idea if other catheters in this batch are affected as we rarely use that size. This morning we used a 22ga 1 " insyte catheter which was leaking between the sheath and the hub. See pic and batch details. These catheters were from our order yesterday.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
As discussed with xxxx on the phone, we have had 2 problems with insyte catheters over the past 2 days. The first was a 24ga 0.75in that had a jagged edge on the tip so you could not use or place the catheter. I thought it was a once off so threw it away. I have attached the batch details anyway. I have no idea if other catheters in this batch are affected as we rarely use that size. This morning we used a 22ga 1 " insyte catheter which was leaking between the sheath and the hub. See pic and batch details. These catheters were from our order yesterday.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the actual sample that failed leak test, a ¿v¿ cut was observed on the catheter tubing near the nose of adapter that matches the shape of the bevel, which could be caused by needle pierced through catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated. As the sample was used, actual root cause could not be established. As current controls, there are outgoing and hourly in-process visual inspections in place to check for catheter tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage.